Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The products associated with this reported event were not returned for examination. Product information required in retrieving the device history records for reviewing and searching the complaint database by lot code was not provided. The investigation could not draw any conclusions about the reported event based on the provided information. Based on the performed investigation, the need for corrective action is not indicated.

Event description:
Patient was revised to address pain and acetabular subsidence.